Manufacturer narrative:
This report is submitted on april 2, 2020.

Event description:
Per the clinic, the patient experienced facial nerve stimulation. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2020 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on 14 may 2020.